Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen had scratches which obstruct the ability to saw what was on the screen at that time. Customer had to tilt the insulin pump to saw what was on the screen. Customer felt low blood glucose in the morning. Customer's blood glucose level was unknown. Customer also stated that the insulin pump alarmed with random no delivery alarm in last time 2 to months. Customer declined for 24 hour technical support. The insulin pump will not be returned for analysis.